Event description:
Event description guidant received information that this newly implanted implantable cardioverter defibrillator (ICD) did not have dft testing done at implant and when done 1 month post implant, the patient had to be externally resuscitated. Shock lead impedance measurements were out of range. There is noise on both rate sense and shock electrograms. Pacing impedance is normal.